Event description:
During ectopic pregnancy procedure, bipolar did not work. Changed generator without improvement. Opened new bipolar disposable. Again did not work. Changed to ligasure device to complete procedure. No harm to patient.